Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, a twelve lead ECG showed loss of ventricular capture. Micro-dislodgement of the lead was suspected. The patient was placed on a holter monitor.